Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, which resulted in the pump shutting down. The customer planned to return pump and transition to backup insulin pump while waiting for replacement. There was no reported impact to the customer¿s blood glucose level. Customer confirmed understanding of instructions to place pump in storage mode before return, program pump settings into replacement pump, connect continuous glucose monitor to replacement pump, and send problematic pump back to tandem using prepaid label within 10 days.